Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal vein ligation procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed and prolonged the procedure. The device was replaced; however, it was unknown what device was used to complete the procedure. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).